Event description:
It was reported the pt is not receiving effective stimulation. Both the charging system and pt programmer are unable to communicate with the pt¿s scs ipg. A replacement charging system was sent to the pt. F/u identified the new charging system did not resolve the issue. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.